Event description:
It was reported by the patient that the device had programming difficulties and the patient had to be seen multiple times after the device was implanted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.